Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of system error 13-1033-149 could not be confirmed, only through the logs. Laboratory tests could not replicate system error 13-1033-149. The pcu s/n: (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. Pcu 8015 s/n: (B)(6) an external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. On the date mentioned by the facility, february 25, 2025, the malfunction 800.8000 (13-1033-149) was recorded 8 times at 8:09:47 am in the logs. Error code=800.8000.0 (pcu15_general_os_failure) (8 times). System error tip sheet: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of system error 13-1033-149 could not be determined through physical inspection or laboratory testing, only through the logs. The device was thoroughly inspected and tested without detecting any issues. It was escalated to a software engineer. The software engineer explains that this anomaly occurs when the battery is not properly connected to the pcu. According to him, this may be due to some screws being loose or missing, or some of the battery pads being damaged or absent. This causes the battery to make intermittent contact.

Event description:
It was reported while onsite for go-live with new alaris pumps around 1430 on (B)(6) 2025, the cicu experienced system error 13-1033-149 on a pcu running on a critical patient while running vasopressin, hydromorphone, and milrinone. The cicu team was able to quickly switch out the pcu and 4 syringe pump modules that were involved. The pcu and four syringe modules were tagged and sent to biomed (clinical engineering) to be checked. There was patient involvement but no harm.

Event description:
It was reported while onsite for go-live with new alaris pumps around 1430 on 25feb2025, the cicu experienced system error 13-1033-149 on a pcu running on a critical patient while running vasopressin, hydromorphone, and milrinone. The cicu team was able to quickly switch out the pcu and 4 syringe pump modules that were involved. The pcu and four syringe modules were tagged and sent to biomed (clinical engineering) to be checked. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.